Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. The customer¿s blood glucose level was unknown. Customer was at school hence troubleshoot was not completed. The insulin pump will be not returned for analysis.